Event description:
During a pfa procedure, using a non-abbott (carto) mapping system, backflow of blood was noted from the sheath. The sheath was exchanged and the procedure was completed with no adverse patient consequences.

Event description:
During a pfa procedure, using a non-abbott (carto) mapping system, backflow of blood was noted from the sheath when exchanging to the non-abbott (boston scientific) farawave catheter after mapping. The sheath was exchanged and the procedure was completed with no adverse patient consequences.

Manufacturer narrative:
Additional information: b5, d9, g3, h2, h3, h6, h11. One 13f agilis steerable introducer sheath was received for evaluation. An event of a fluid leak was reported. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub, and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal that is consistent with a known design related issue. A separate tear was also noted at one side of the insertion slit and its cause could not be determined based on the available evidence. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. No nonconformances associated with the reported event were identified.